Event description:
Patient brother (B)(6) is reporting issues with the pump. He states that he has had this same issue with 3 pumps now. The latest pump that was sent to the patient was received on (B)(6) 2025. The pump is giving him error messages regarding the batteries. He states that this will happen at random times, and also when he goes to change the batteries after 24 hours. He replaces the battery with a new battery and will get an error message indicating that the battery is not inserted. He has to keep taking the battery out and putting it back in (he does this multiple times), before the error then stops. He also sees issues sometimes with the battery when it is charging. When the old battery is placed on the charger, is starts off as red, then quickly changes to yellow (means it is charging), and then will turn green once fully charged. But he has noticed that after seeing the green light, sometimes it will change back to red. Reference reports: mw5177206, mw5177208.